Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned approximately 4 months post index procedure with reports of pain. The physician observed an aortic dissection and elected to re-intervene by placing a cp stent at the proximal portion of the ovation graft and another stent to open the sealing rings. The re-intervention was successful and as of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the investigation, the reported dissection of the aorta complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. Additionally, there was evidence to reasonable suggest type ia endoleak occurred that were not included in the event as reported. The endoleak was discovered during the review of the 4 month post implant CT scan. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.